Manufacturer narrative:
This report is submitted on 23 october 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to infection at implant site. The patient was not re-implanted with a new device.